Event description:
Customer reported a button error alarm. The customer's blood glucose was 183 mg/dl. The customer stated she received a low reservoir alarm that she could not clear prior to the button error alarm occurring. She also reported that none of the buttons were responding on her insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube window, cracked reservoir tube window corners, cracked reservoir tube lip, and a missing end cap sticker. The low reservoir alarm feature worked properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.